Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during the preparation of a port placement procedure, the septum allegedly had a tear. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port implantable port was return for evaluation. Gross, visual, microscopic visual and functional evaluation were performed. A split was noted on the port septum. Port was patent to both infusion and aspiration. Manufacturing review was performed and ¿split in the septum¿ was confirmed. A closer view of the front of the port showed a split in the septum, a minor puncture access was also observed in the septum. Therefore, the investigation is confirmed for the port septum split. However, the investigation is inconclusive for the reported damage prior to use as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (device, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, the septum allegedly had a tear. There was no patient contact.